Event description:
Pt was placed in headrest at beginning of case without incident. Physician had retractor in place and was working under microscope when the pt's head suddenly dropped approximately 4" downward. Pt in lateral position. Upon examination, found headrest had broken. Pt's head secured and unit exchanged. Surgery completed. Pt placed in philadelphia collar and skull pins and headrest removed. Lateral c-spine films taken and read as negative.